Event description:
It was reported that a vns patient's generator was unable to be interrogated, and the device is suspected to be at end of service. It was also reported that the patient experienced an increase in seizures. The relationship of the seizure level to pre-vns baseline is unknown. The patient underwent generator revision surgery. Good faith attempts to obtain additional information have been unsuccessful to date.